Manufacturer narrative:
Due to character limitation, below fields are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection of the cardiosave intra-aortic balloon pump (iabp) power cord was found damaged, preventing it from charging. The there was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit and replaced the reel, ac power cord. The device passed all performance according to factory specifications. The device was returned to customer and cleared for clinical use.

Event description:
N/a.